Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the production lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if corrective action is required. Manufacturer's comment: the benefit-risk relationship of product is not affected by this report.

Event description:
Pseudoseptic reaction [pseudosepsis]. Case description: spontaneous report was received on (B)(4) 2013 from a physician assistant regarding a male patient (age not provided), initials unknown. The patient's medical history was not provided. Approximately two weeks ago, on an unspecified date in (B)(6) 2013, the patient initiated treatment with synvisc (hylan g-f 20) injection (route and dosage regimen not provided). The lot number of synvisc was not provided. Following the injection, the patient developed pseudoseptic reaction. On an unspecified date, the patient was treated with corticosteroids (unspecified) post injection. The action taken with synvisc treatment was not provided. The outcome for the event of pseudoseptic reaction was not provided. Relevant concomitant medications were not provided. The intensity for the event was not provided. The relationship between synvisc and the event was not provided by the reporter.